Event description:
The user received erratic readings for one patient's urine sample on three "back to back" tests. Of the data provided,the results for erythrocytes were discrepant. The results were negative, negative and 50 erythrocytes per ul. No information was provided to determine if erroneous results were reported or if the patient was adversely affected. It was noted the user was using an improper technique of using a dropper to apply the urine to the strip instead of dipping the strip into the urine.